Manufacturer narrative:
Additional info: b.5. The customer's report that the tubing set disconnected and leaked was not confirmed. No set sample was received for evaluation. No root cause was able to be identified.

Event description:
It was reported that there were numerous events where a chemotherapy medication leaked during a long term infusion from the tubing set when the n35 luer lock injector unintentionally disconnected, while in use on patients. Customer reported there were no patient adverse effects in this event.

Manufacturer narrative:
Concomitant medical product(s): phaseal c45, phaseal n35. No product will be returned per customer because the product was discarded. Customer reported that patient is an adult.

Event description:
It was reported that there were numerous events where a chemotherapy medication leaked during a long term infusion from the tubing set when the n35 luer lock injector unintentionally disconnected, while in use on patients.